Event description:
It was reported that customer experienced recurring cgm error 42 on pump, with this issue occurring for the third time and requiring pump reset within 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer agreed to continue using current pump as backup therapy while tandem technical support arranged warranty replacement, confirmed shipping address, instructed customer to place problematic pump in storage mode and return it with prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.